Event description:
Reporter alleged blood glucose result of 116 mg/dl immediately after the test strip was inserted in the meter on the aviva system. The customer had not yet applied blood to the strip. No symptoms, treatment or actions were reported. No serious adverse event was reported in relation to the alleged malfunction. Suspect product is unavailable for return; replacement product was sent.